Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms during bolus and basal delivery. The customer's blood glucose level was not impacted. As the customer changed the cartridges and infusion sets prior to contacting tandem technical support, troubleshooting to determine a possible cause of the past occlusions was unable to be performed.